Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Right ventricular (rv) pace impedance measurements of less than 200 ohms since device implant week of (B)(6) 2016. Alert for rv tip to rv coil lead impedance 285 ohms on (B)(6) 2016.

Event description:
It was reported that an alert triggered due to low pacing impedance on the right ventricular (rv) lead. The alert threshold was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.